Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to dislodgment from suspected twiddlers syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2018 this file was opened in error. There are no complaints on this pacemaker. The leads were reported for twiddlers syndrome.